Event description:
The customer tested her blood glucose and received a high reading of 210 mg/dl using her contour meter. She took insulin based on the reading. The customer retested after taking insulin and received a reading of 37 mg/dl. The customer did not mention an adverse event, but it's assumed that she felt symptoms of hypoglycemia when she received the low readings. No other information was provided about the event. Attempts were made to contact the customer for additional information, but they were not successful. The customer had performed a control test prior to calling the result fell within the normal control range. The customer was advised to return her test strips for evaluation. Replacement test strips were sent to the customer.